Event description:
It was reported that the physician claimed the cardiac resynchronization therapy defibrillator (crt-d) was not functioning within normal tolerances and was non-prophylactically explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.